Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave catheter and farastar console, the catheter malfunctioned. There was a problem with the console during power generation. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure with a farawave catheter and farastar console, the catheter malfunctioned. There was a problem with the console during power generation. The procedure was cancelled. No patient complications were reported. The device is expected to be returned for analysis. It was further reported that the farastar generator was not delivering energy and could not be rebooted. The catheter was replaced, but issue persisted. Due to this, the procedure was cancelled.